Manufacturer narrative:
B3: date of event is unknown. E1: (B)(6). Device investigation: one device was received for investigation. Visual inspection found that the tank cover was cracked. Then the disposable was attached, the power cord was plug in and the start button was pressed, but the device didn´t turn on, and the disposable alarm turned on. The reported complaint was confirmed. A new microswitch was installed and the device was fully functional. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the sensor level detection is defective. There was no patient involvement and no patient harm/adverse event reported.